Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not provide a lot number. Therefore, the device history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been complete.

Event description:
The customer reported that the rotator broke during an angiography procedure. No harm or injury was reported.